Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Section e initial reporter phone numbers: (B)(6).

Event description:
The complaint/event involved a plum 360 driver new that was reportedly plugged into a red wall outlet where a small electrical fire started. The electrical lines and outlet were tested and replaced by facility staff and found no issues. A nurse was attempting to raise the patient¿s bed (the bed was too close to the wall), and it bumped the plug causing it to spark. The bed was quickly moved, and the plug was pulled out of the outlet. Maintenance was notified, the patient was moved to another room, and the pump was pulled from use. There was no direct patient involvement, no adverse event and no delay in therapy.

Manufacturer narrative:
The customer¿s complaint was confirmed (the device ac power cord sparked and burnt the end of the ac power cord). Verified complaint through visual inspection. Replaced the ac power cord and main power supply. Device powers on in ac and dc power mode successfully. Device passed safety analyzer test. Probable cause is burnt ac power cord plug and defective/worn power supply. During inspection found the front enclosure, rear enclosure, fluid shield, and cassette door to be damaged. Verified discrepancies through visual inspection. Replaced the front enclosure, rear enclosure, fluid shield, and cassette door. Probable cause is physical damage not consistent with normal wear and tear.